Event description:
Boston scientific received information that this caller stated that she had a device that went to elective replacement indicator (eri) within (B)(6) months of being informed the device longevity had years remaining. This caller stated it is a huge issue that boston scientific does not have more accurate longevity estimates. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed monitoring voltage and charge time details with this caller. The consultant documented the caller's concerns. No other adverse events have been reported. This product issue will be updated if additional information is received.